Manufacturer narrative:
The corometrics 250cx device was evaluated at the site by a ge healthcare field engineer (fe). The unit passed all service checkout procedures and functional tests when tested with known good ge healthcare transducers. Displayed fetal heart rate (fhr) vs audio heartrate tone discrepancy was not observed when tested as per the device specifications of the monitor for external fhr monitoring by doppler based us transducer (50-210 bpm). A transducer was tested and failed the checkout procedure done by the fe, and images from the site show that the transducer is a third-party transducer, i.e., it was reworked by a third party (unknown service vendor). However, the us transducer used during the event was reported to have been set aside by the hospital; and the hospital could not confirm it was the exact transducer used. The ge healthcare service manual instructs customers to always use ge-approved transducers only. The corometrics 250cx device was tested onsite with ge healthcare transducers and found to be functioning as intended; no corrective action required. The biomed was informed about the failing third-party repaired transducer.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(6).

Event description:
The hospital reported that the monitor was showing fetal heart rate (fhr) was 140 to 145 beats per minute (bpm). When measured with an external ultrasound monitor, the fhr was greater than 250 bpm. An emergency cesarean section was performed. The baby was admitted to the nicu after delivery.